Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 5 full height cubie had failed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) diagnosed the legacy full height drawer and confirmed issue was traced to a faulty drawer controller printed circuit board (pcb). The fse replaced the drawer module with a new enhanced full-height module, reassigned it as drawer five, transferred the cubie pockets from the old drawer to the new one, and verified proper functionality through hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.